Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
The customer reported a charger fail message on boot up. This will result in a no boot situation. There is no report of injury or death associated with this event.